Event description:
While investigating the monitor of a (B)(6) male pt, a reportable problem was discovered. The monitor's rear response button was not functional. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation the monitor rear response button was not functional. The cause for the failure was isolated to a damaged response button flex cable. The root cause for the damaged flex cable could not be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.